Event description:
The device was used to deliver 200 joules to the patient. With subsequent attempts to administer defibrillator therapy the device reportedly prompted, 'energy not delivered'. Another crew arrived on scene and their defibrillator was used to administer therapy to the patient. The patient converted to an asystolic ECG. The patient was not resuscitated. The reporter indicated that the patient was not a viable candidate for resuscitation.

Manufacturer narrative:
The local factory service representative examined the device and attached monitor and observed failure of the quik-combo cable module. The cable module was replaced and proper operation observed through full performance and functional testing.